Event description:
The procedure was mesenteric stenting via the right groin with a paramount mini stent. The ostial stenosis of the mesenteric was entered with a 6f guide and crossed with a .014 wire. The physician then pre-dilated with a 3x20 balloon. The paramount mini stent was attempted to be advanced over the wire, but it could not pass through the blockage. Upon withdrawal into the guide the stent was came off of the balloon. The stent was able to be retrieved with a snare. The case was completed with pta only. Per the procedure report the patient tolerated the procedure well with no immediate post procedural complications.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.